Manufacturer narrative:
Full event site name: (B)(6) university. Esp personnel evaluated the situation with the customer, confirming proper waveforms, pump function, secure tubing, and no signs of blood or discoloration. The patient was ventilated with peep of 5, tachycardic, and recently febrile. Esp staff reviewed correct use of the ¿iab fill¿ and ¿start¿ keys to address gas loss alarms. During troubleshooting, the customer noted the balloon catheter appeared positioned near the fourth intercostal space rather than the recommended second¿third space, and esp advised having the attending clinician reassess placement. The customer expressed appreciation for the guidance.

Event description:
The customer reported through the emergency support program that the cardiosave iabp had deflated the balloon during use, with patient involvement but no injury.